Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, black particle in the surface of the shell, creases fold , delamination plug strap disk shell. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify delamination plug strap disk shell, and sharp opening in the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: -delamination plug strap disk shell assessed as to an adhesive failure. -a opening sharp in the anterior side assessed as unidentified (tear) opening. Additional, corrected and/or changed data: d.1, d.4, d.9, g.1, h.3, h.4, h.6.

Event description:
Healthcare professional reported left side ¿aesthetical degradation¿. Additionally, healthcare professional reported rupture discovered by mammography. Device has been explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side ¿aesthetical degradation¿. Additionally, healthcare professional reported rupture discovered by mammography. Device has been explanted.